Event description:
Balloon was tested prior to insertion. When attempted wedge, it would not. Pt did receive 1 - 1 1/2 cc of air, but without apparent untoward effect. Another catheter had to be inserted. A second catheter had been in place less than 24 hrs when balloon ruptured and catheter would not wedge.